Event description:
It was reported that during a laparoscopic colectomy when the device was plugged in, it "came up" as an error code. Another device was used to complete the procedure. There was no pt injury. This report is being filed for the findings upon investigation.

Manufacturer narrative:
Final device investigation found that the device was returned with the tissue pad detached and not returned with the device. Upon eval, the device displayed an error code during a self-test when connected to the generator. The device history record was reviewed, and no discrepancies were noted. As each device is visually inspected and functionally tested prior to release, no conclusion could be made as to what may have caused the reported event.